Event description:
It was reported by the pt that he is having pain since the implant of the mesh. CT scans were done and the pain is still undiagnosed.

Manufacturer narrative:
No product returned for eval. Therefore, no conclusion can be drawn.